Event description:
A report was received that the patient developed an infection after being burned by the charger during charging. The patient met with the physician who prescribed the patient antibiotics.

Event description:
A report was received that the patient developed an infection after being burned by the charger during charging. The patient met with the physician who prescribed the patient antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-6412-2, serial#: (B)(4), model description: charging system configuration kit.

Manufacturer narrative:
Additional information was received that the burn was second degree and a one time occurrence. The ipg is located in the left lower flank. The size of the burn was very large, well over the size of the charger and implant. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.